Event description:
It was reported that the patient is experiencing difficulties with his penile implant, he had a spinal cord injury way back 2006. Per patient, this is his second surgery with the same physician, the ball wont pump, it stays collapse and is failing and only worked twice after surgery and the prosthesis was implanted either (B)(6) or (B)(6) of this year. The patient is looking forward to check for warranty of his penile implant and also for a possible third surgery, if he would get a warranty. Patient is looking forward to have his possible 3rd surgery with the same physician (patient mentioned that they would set a date for a surgery once warranty applied). Patient was not sure of his device name.